Manufacturer narrative:
During initial evaluation it was also observed that the magnet was loose but not missing. The device was returned to stryker product analysis center (pac) for further evaluation. The technician could not confirm the reported issue of loose magnet. The magnet is securely attached to the lid with no discrepancies. No root cause determined. The pac technician confirmed the reported issue of device not detecting the lid opening and closing. The root cause of the issues is isolated to the reed switch sw5, but further root cause is undetermined. The device was archived by stryker and the customer received a replacement.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened . In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened . In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.